Event description:
The customer reported that the sys displayed a overload fault error message. This error may cause the sys to shutdown. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the battery pack. The sys operates as intended.